Event description:
Revision surgery - patient got infected so surgeon placed an articulating antibiotic spacer.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-01515, 346-14-709, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.